Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to close a large midline incision. Postoperatively the patient experienced draining sinuses. The patient underwent an additional surgery to clear the infection and reclose. Additional information was requested.